Manufacturer narrative:
Additional information was received on 31 october 2023 indicating the screw size used during the (B)(6) 2023 surgery (event date) was either a mini 40 or 42 screw. It was also reported the (B)(6) 2023 surgery was the patient's second revision on their mpj fusion, so the patient's "bone was quite hard (per surgeon)". A x-ray was provided and revealed driver tip fragments could be seen distal and medial to the mpj. It was determined that acumed product had not been used for the primary surgery nor the first revision surgery. Corrected data: health effect- clinical code (annex e) updated to 2687.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported was returned. Driver manufacturing and inspection records were reviewed for t8 cannulated stick fit hexalobe driver (part number 80-155, batch number 589808), and no anomalies were found. The results of the investigation are inconclusive as the screw was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a surgery, the t8 cannulated stick fit hexalobe driver (paat number 80-4155, batch number 589808) tip broke under significant torque. It was also reported the surgeon used a solid core driver to finish advancing the screw. The surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00603 for the driver involved in this event.